Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the insulin pump history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's clinical representative reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they did the self test and displacement test and they all passed but they did beep anomaly and test was failed. Customer reported that they did not hear the differences between the two audio beep volumes. The customer stated that they did hear the alarms and hearing the beeps. The customer stated that the audio options of menu in the insulin pump was set to audio and vibrate and adjusted volume to five and customer heard the beep, but when customer adjusted volume to one no beep, at volume two insulin pump beep, but no beep at volume one. Customer reports they did hear beeps when audio volume settings were saved. The device will be returned for analysis.